Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. The submission does not constitute a determination or admission that a device has malfunctioned or is related to a death or injury.

Event description:
It was reported that tornier nexfix plate broke sometime after being implanted on the (B)(6) 2017. The plate was a straight 5 hole plate and was revised on the 15/5.